Event description:
It was reported to vyaire medical that the bellavista vent gave decomm vent screen. No patient involvement reported.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). 81 other the suspect device has not been returned for investigation. Vyaire tech support received a set of logs where ui overload detected followed by cfb error. The vent worked after power cycling, suggested the vent should be okay to go back into service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned for evaluation.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Also, investigations performed on similar cases proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure is classified as "permanent apphang while device in standby mode". The reason for the failure is "when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the ¿uneditable¿ value once it is selected. That in turn causes the software to hang forever". Bug fix improvements will be implemented on next sw release and this was documented under tfs ID (B)(4). CAPA-000001062 assigned for app hang related issues.